Event description:
It is reported that the pt was revised due to infection.

Manufacturer narrative:
Information was received from a health professional who is not required to complete form 3500a. Revision operative notes state that the pt was initially doing well, until he caught an upper respiratory infection and then suddenly developed increasing pain and swelling in his left hip. The (B)(4) processes all implants to meet FDA regulations and (B)(4) standards at a sterility assurance level (sal) of 1.0 x 10-6 or better. Therefore, it is highly unlikely that the specified device caused or contributed to any pt infection. With the information available, a definitive cause cannot be determined. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be re-opened.